Event description:
A malfunction alarm identified as malf 3 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support arranged for a replacement pump and confirmed the shipping address. The customer was also guided on how to put the faulty pump into storage mode and instructed to return it with a pre-paid label within 10 days, which they understood and acknowledged.